Event description:
Pt was having a head mr performed under general anesthesia due to young age. Follow scan which lasted approx 20 minutes. The pulse oximeter probe was removed and it was discovered that the skin under the sensor on toe was missing. Follow up the next day indicated that a water blister had formed.